Event description:
Event description guidant received information that this endocardial lead exhibited noise on the rate/sense and shock channels. In addition, the pacing impedance has been 3000 ohms for the last seven months. It is unknown whether the noise has caused oversensing and inhibition of pacing.